Event description:
Additional information received that identified that the patient is stable.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported during the sensor implant procedure the physician had trouble implanting the sensor through internal jugular access as the catheter lost the position. Troubleshooting was tried to no avail. In turn, interventional vascular cardiologist removed the delivery catheter from internal jugular with a small incision at insertion site. Another sensor was used and implanted successfully via right groin access.